Event description:
On (B)(6) 2014, the patient was punctured twice - one time on the left hand, one time on the right hand. The right hand attempt was successful. The catheter was found broken (B)(6) 2014. The catheter tubing was not found on the patient's bed or in the room. An x-ray was performed, but the catheter was not located. A b ultrasonic was performed on the patient's right arm (B)(6) 2014, but the catheter was not found. The patient left the hospital on (B)(6) 2014.

Manufacturer narrative:
It is unknown at this time whether the sample will be returned for evaluation. If the sample is received, a supplemental report will be submitted upon completion of the investigation.